Manufacturer narrative:
E1: patient country: united states. Patient city: (B)(6) . Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that the patient was hospitalized on (B)(6) 2024 due to diabetic ketoacidosis event. Blood glucose level was 400-500 mg/dl at the time of the event. Patient was treated with intravenous drip (IV drip). The duration of hospitalization was less than 24 hours. No further information available.